Event description:
The customer reported via phone call that the insulin pump's display was blank and a constant tone was occurring. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm battery out limit alarm due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads.